Event description:
It was reported the lead would not advance fully into the header block. Loosening the setscrew, wiping the lead, and rotating the stimulator did not resolve the issue. A new stimulator was used. The lead fully inserted into the new stimulator. There was no patient injury and they recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Product ID: 3889-28, lot# va0phrc, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was noted that the implantable neurostimulator was defective.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no significant anomalies. The device was within the insertion/withdrawal specification.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.